Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Based on the initial report, it is likely that the event was procedure rather than device related. The device was not explanted.

Event description:
It was reported to nevro that a patient experienced spinal headaches due to csf leak following the implant procedure. The patient received a blood patch to treat csf leak. Follow up report indicate that the headache has improved and the patient is getting great relief from the hf10 therapy.